Manufacturer narrative:
Approximate age of device: 5 months manufacturing site evaluation: manufacturing records show that this progav 2.0 valve was manufactured by a qualified employee in november 2018. No deviations were identified during assembly. The valve was inspected as article fx441t. All required parameters were approved and product specifications met during the manufacturing process. Following final inspection, the valve was sterilized by miethke and released for shipment. Investigation: the valve was received for analysis submersed in an unidentified liquid in the return kit. Initial visual examination found no significant deformation or damage to the valve. Testing: permeability testing confirmed both valves are permeable. During adjustment testing, the valve was able to be adjusted to all specified pressures. Brake functionality testing also found the brake function fully operational and braking force within the given tolerances. Finally, the valves were dismantled. Significant build up of substances (likely protein) were identified at that time within both valves. No further anomalies were identified and all other specifications were met. Conclusion: we can exclude manufacturing defects at the time of product release as the valve was confirmed to have met all specifications of the final inspection. Based on our investigation, we were unable to substantiate the claim of of valve occlusion as the analysis found both valves permeable. Although no specific conclusions can be drawn, it is possible that the reported issue may relate to the deposits observed within the valve during the analysis. As described in our literature, this is a known, inherent risk of hc-therapy involving shunt implants and no manufacturing relationship is established. Reports of this type will continue to be monitored. At this time, no trend for reports of this type have been identified.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the valve blocked. The explanted product was delivered to miethke with the return kit inside an unknown liquid. The file is entered with limited information. Height- 52 cm.